Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The allegation with the device was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator received multiple shocks. The patient stated that the sensation did not match as what was told a shock would feel like as it felt like a wooshing and looking down a tunnel. Moreover, the patient got into the intensive care unit for few days and had an ablation in lower chamber. This ICD remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator received multiple shocks. The patient stated that the sensation did not match as what was told a shock would feel like as it felt like a wooshing and looking down a tunnel. Moreover, the patient got into the intensive care unit for few days and had an ablation in lower chamber. This ICD remains in service. No adverse patient effects were reported.